Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
In this event it was reported that while using a cavitron g120 scaler, the insert tips were "heating up"; no injury resulted.

Manufacturer narrative:
Evaluation determined that the device is getting hot due to water solenoid not activating. Also, the device is beyond useful life.